Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the touch display function not responding anymore. Intermittent failure observed by user. The display is randomly scrolling though menu screen by itself and the issue is noticeable immediately after powering on. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was noted that upon receipt the sd card partially ejected. With the sd card partially ejected the root displays error message "no sd card" and the touchscreen will not respond to physical touch by design. The sd card was inserted and rebooted root and the error message is no longer present and the touchscreen is fully functional. The device was left on for one hour and no "phantom touch" anomaly was observed. There are visible remnants of liquid on the root touchscreen. When using cleaning solutions or if any liquid is on the screen the touchscreen will act as though it is being touched (phantom touch). The customer should ensure that the screen is dry prior to use.